Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was resetting itself while booting up which can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
The customer declined the option to repair the device. The device was returned to the customer without repairs and the customer was informed not to use the device.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported error codes were generated. Physio also observed physical damage to the device, a user test failure during testing, and the device rebooted itself. Physio will replace the device's therapy pcb assembly and system pcb assembly to resolve the reported issue, observe proper device operation through functional and performance testing, and return the device to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was resetting itself while booting up which can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.